Event description:
It was reported that a patient underwent a sling procedure with a concomitant pelvic floor repair in 2007. On two days later, the patient developed urinary retention. On five days later, the physician released the sling and the patient was discharged two days later. The patient currently is voiding without catheterization and the acute urinary retention is resolved with no sequelae. The patient continues to be observed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.